Event description:
Subsequent to the initial report, additional information was received: following the proglide failure, two additional proglide devices were successfully preplaced prior to the sheath being upsized. The successfully placed proglide sutures were used post procedure to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed as the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the pre-close technique, via a 7f sheath prior to a thoracic aortic aneurysm procedure. Reportedly, when the proglide plunger was removed ¿the suture detached from the device". The sheath was upsized to 22f and the thoracic aortic aneurysm procedure was completed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.